Event description:
It was reported that upon interrogation of this system high out of range shock impedance measurements were seen. Disk analysis was performed and revealed there was no suspicious faults or resets stored within the device memory. The shocking coil have higher then expected impedance measurements, most likely due to physiological changes over the implant duration. The shock impedance measurements had risen over the past year approximately 10 ohms. Technical services (ts) recommended 3.07 software and setting the out of range measurements reading to 150 ohms. Additionally, if the triad configuration reached 145 ohm range to perform a 1.1 joule shock for a true shock impedance measurement. Additional information received noted that the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited beep tones. Upon interrogation it was discovered that this system was displaying high out of range shock impedance measurements greater than 125 ohms. Disk analysis was performed and revealed that there were no suspicious faults or resets stored within device memory. The battery voltage as of (B)(6) 2015 was 3.047 volts and there were no indications of early battery depletion. The shocking coils have higher than expected impedance measurements, most likely due to physiologic changes over implant duration. The shock impedance measurements have risen over the past year approximately 10 ohms. Boston scientific technical services (ts) recommended 3.07 software and setting the out of range measurement reading to 150 ohms. Additionally, if the triad configuration reaches the 145 ohm range to perform a 1.1 joule shock for a true shock impedance measurement. No adverse patient effects were reported. This product remains in-service.